Event description:
As reported: "revised a 52 pca cup and p3 10* liner for eccentric poly wear. The hip was approximately 30 years old. No further information will be available for this report." The shell, head and liner were revised. The reason the shell was revised was that the surgeon wanted to implant a modern shell/ liner combination. There are no allegations against the revised shell otherwise. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear an insert osteolock was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was unknown. -complaint history review: could not be performed as lot code information was unknown. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for revision surgery, device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.